Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.

Event description:
It was reported by the patient's attorney that the patient has suffered great pain of body and mind.